Manufacturer narrative:
The medical center returned product and data logs for analysis. The cause of the ventricular perforation was the lifting of the heart in the surgical suite, which allowed for the impella pump to move too deep within the ventricle and cause the perforation. The perforation was at the area of the already friable tissue which was weakened. The limb ischemia was due to the patient's native condition, and associated thrombosis. The failure mode will be monitored and trended.

Event description:
A patient was admitted in cardiogenic shock suffering from an acute myocardial infarction. The team placed an impella 5.0 for support via access from the axillary artery and associated graft. The 5.0 remained on for a support of 7 days when the team made choice to perform bypass (CABG) surgery. The CABG was being performed and the heart was lifted for the surgical procedure. While able to observe the heart, the team noted that the impella had perforated the left ventricle (lv). The perforation was repaired while the patient was on the bypass pump. The physician noted that lifting of the heart may have allowed the impella to advance into and perforate the lv wall at the apex, which due to diseased and infarcted left anterior descending coronary artery, was friable tissue. After the impella was removed, the team performed thrombectomy to treat limb ischemia. The arm was thought to be ischemic due to clot from the impella axillary accessed limb.